Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: weight and bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. It¿s stated that the surgeon believes the absorbable hemostat may have been surgicel. Please confirm that surgicel product code 1961 was used. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? How was the surgicel placed? Was any additional surgical or medical intervention performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? What is the patient¿s current status? What was the antibiotic therapy used to treat the patient¿s infection?

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2021 and absorbable hemostat was used. A (B)(6) male patient, four months after ecrp ¿ gastroscopic drainage of the bile ducts and hydrophobic gallbladder ¿ chronic blockage and cholecystitis diagnosis, underwent cholecystectomy. The surgery was prolonged, cholecystitis, and bleeding from the liver bed that couldn't be stopped with diathermia or tamponade. Hemostat treatment was used to stop the bleeding adjacent to the liver bed. The surgeon believes that he used one or two units of 2.5x5cm. The lot # is unknown. According to the surgeon the use of the hemostat was not recorded in the surgery report as this is not the type of product he would normally record. On (B)(6), the patient was diagnosed with infection and re-hospitalized. The patient was treated with antibiotics and underwent a CT guided drainage procedure to drain the collection. The patient was released from hospital on (B)(6). The results of the cultures taken on (B)(6), came back with klebsiella pneumoniae.+ morganella. According to the surgeon, the infection could have been caused by various contributors including: bile, reusable surgical instruments, etc. Various re-usable sterilized instruments and devices were used during the surgeries. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: weight and bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. It¿s stated that the surgeon believes the absorbable hemostat may have been surgicel. Please confirm that surgicel product code 1961 was used. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? How was the surgicel placed? Was any additional surgical or medical intervention performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? What is the patient¿s current status? What was the antibiotic therapy used to treat the patient¿s infection?

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2021 and absorbable hemostat was used. A (B)(6) male patient, four months after ecrp ¿ gastroscopic drainage of the bile ducts and hydrophobic gallbladder ¿ chronic blockage and cholecystitis diagnosis, underwent cholecystectomy. The surgery was prolonged, cholecystitis, and bleeding from the liver bed that couldn't be stopped with diathermia or tamponade. Hemostat treatment was used to stop the bleeding adjacent to the liver bed. The surgeon believes that he used one or two units of 2.5x5cm. The lot # is unknown. According to the surgeon the use of the hemostat was not recorded in the surgery report as this is not the type of product he would normally record. On (B)(6), the patient was diagnosed with infection and re-hospitalized. The patient was treated with antibiotics and underwent a CT guided drainage procedure to drain the collection. The patient was released from hospital on (B)(6). The results of the cultures taken on (B)(6), came back with klebsiella pneumoniae.+ morganella. According to the surgeon, the infection could have been caused by various contributors including: bile, reusable surgical instruments, etc. Various re-usable sterilized instruments and devices were used during the surgeries. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: weight and bmi at the time of index procedure? 27 bmi. 2. What were the diagnosis and indication for the index surgical procedure? Symptomatics gallstones. State post cva. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. After ercp and cholecystitis, aspirin, state post cva. 4. It¿s stated that the surgeon believes the absorbable hemostat may have been surgicel. Please confirm that surgicel product code 1961 was used. It's most likely to be 1961. 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active bleeding. 6. Where was the surgicel used (on what tissue)? Gallbladder bad. 7. How much surgicel was used during the procedure? Fibrillar 2/5-5 2 pieces. 8. How was the surgicel placed? Above the bleeding site. 9. Was any additional surgical or medical intervention performed? No. 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? Inflamanted area+ bleeding + surgicel (foreign body). 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? No. 12. What is the patient¿s current status? Recovered. At home. 13. What was the antibiotic therapy used to treat the patient¿s infection? Cestriaxon and metronidazol. Event related to mw#: 2210968-2022-01655. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.